Manufacturer narrative:
A visual examination of the returned device found that several of the array tines were slightly bent, possibly due to handling. Functionally, the array was able to be extended and retracted without issue. The distal end of the electrode cannula was viewed under 10x and 30x magnification and no defects were identified. Furthermore, a defined edge was visible on the distal end of the cannula. The condition of the returned incident device was not consistent with the complaint that the device was unable to puncture. The reported complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Initially, it was reported to boston scientific corporation that a leveen needle electrode was used during a procedure performed in early 2009. According to the complainant, during the procedure, the needle was advanced through the kidney, but failed on several attempts to puncture the tumor. The procedure was successfully completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; array has bent tines.